Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a redo mvr was performed and this 29mm epic valve was implanted; the initial procedure was in 2005. On (B)(6) 2016, symptoms consistent with severe mitral regurgitation prompted a tee which revealed a torn cusp. On (B)(6) 2016, a valve-in-valve procedure was performed using a 29mm non-sjm tavi valve. The patient was reported to be stable.